Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. An assessment was performed, however; there was no failure. The issue could not be confirmed. Although the evaluation did not confirm the reported issue, it was concluded that it is related to a lack of sufficient direction in the assembly procedure when using grease. It was determined that the cause for the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. The issue is being addressed through a CAPA. The assignable root cause was due to design.

Event description:
During in-house engineering evaluation, it was determined that the robotic-assisted solution saw handpiece device had liquid leak. It was initially reported that three robotic-assisted solution saw handpiece devices came back from sterilization/reprocessing oily. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.